Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during port implantation procedure, the alleged catheter fracture occurred when passed through a subcutaneous tunnel. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. One 8 fr s/l groshong catheter was returned for evaluation. The catheter was returned in two segments, with a complete circumferential break noted 11.5cm from the proximal end of the proximal segment. The break was in a roughly v-shape. Under magnification, it was noted that both ends of the break were jagged with surface ranging from smooth to granular. The cross-section of both ends of the break possessed a slightly elliptical shape. Based on the findings, the investigation is confirmed for the reported catheter damage, specifically a catheter break. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during port implantation procedure, the alleged catheter fracture occurred when passed through a subcutaneous tunnel. There was no reported patient injury.